Event description:
A nurse reported the footswitch did not respond during a cataract procedure. The case was completed manually using the touchscreen. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).